Manufacturer narrative:
(B)(6) 2014 - the implant date was provided. The performance of the lead under complaint was scrutinized, including a visual, a mechanical and an electrical analysis. The analysis of the lead revealed a damaged insulation at the df-1 connector pin. Arcing marks were found in this area. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD housing. The ICD was thoroughly analyzed. A damage to the output stages of the high voltage circuit as well as a spot of molten titanium on the ICD housing were found. This indicates a shock delivery into an external short circuit, consistent with the findings from the analysis of the lead. The analysis did neither for the lead nor for the ICD reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 12 days post implant decrease sensing values were transmitted via home monitoring. When the ICD was tested on (B)(6) 2014, a vf was induced and the ICD delivered a shock. After that, the ICD could not be interrogated. Both the ICD and the lead were explanted. No adverse patient side effects have been reported.